Manufacturer narrative:
Corrected block: PMA/510k. The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor was unable to get a flow reading. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
As per sales representative, the metal connector section of the flow sensor where screws are located were broken on both sides of connector. During laboratory analysis, the product surveillance technician (pst) observed flow sensor to function properly with no flow reading error observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.